Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue or/and user's test strips had a poor storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's wife is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 121 mg/dl to 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Adverse event not reported.